Event description:
The return product form was received which reported the reason for generator replacement as prophylactic on (B)(6) 2013. The product analysis for the generator was completed. The initially reported failure to program the device was not duplicated in the lab. The device performed according to functional specifications. Analysis concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Event description:
It was reported that the vns patient was seen at the physician's office on (B)(6) 2013, and the vns generator was unable to be interrogated. The patient was last seen on (B)(6) 2012 and has reportedly been at the same settings since (B)(6) 2006. The physician's programming system was confirmed by the company representative to be functioning properly. However, the physician was still unsure if the generator was at normal end of service causing the failure to interrogate. The patient has not been re-evaluated to date and it is currently unclear if the physician attributes the failure to interrogate to normal battery depletion.

Event description:
It was reported that the patient was scheduled for generator replacement surgery. The company representative later reported that the generator was replaced prophylactically on (B)(6) 2013 due to the age and battery life calculation. He confirmed that he was able to communicate with the device at the time of replacement. The previous failure to interrogate issue was due to depleted 9v battery in the programming wand, which has since been resolved. The generator was received by the manufacturer on (B)(6) 2013 for product analyis. However, analysis has not been completed to date.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Review of generator manufacturing history records confirmed all quality tests were passed prior to distribution.